Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Tee images were submitted to edwards and were reviewed be the medical director. The following observations and impressions were made: observations: bulky aortic valve calcification ( lcc >rcc >ncc). Valve deployment position appears appropriate as the ventricular aspect of the sapien valve corresponds to the hinge-point of the anterior mitral leaflet. In the ventricular aspect, the sapien frame appears to be abutting the membranous septum. Corresponding ECG demonstrated moderate - significant qrs widening post valve deployment. No apparent extravasation of dye noted on tee images. No evidence of acute aortic dissection involving the ascending aorta. Impressions: although the sapien appears to be adequately positioned, the ventricular aspect of the frame is abutting the membranous septum. In addition, bulky calcification was noted in the rcc. Finally, there appears to be corresponding ECG changes suggestive of lbbb. This may contribute to a greater risk for severe conduction disturbance. No evidence of an acute type a dissection or acute pericardial effusion. Per the instructions for use (IFU), arrhythmias and conduction system injuries are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause of the post procedural arrhythmias cannot be confirmed; however, per the imaging review, the are several factors that could have put the patient at higher risk for severe conduction disturbance, including the position of the valve (ventricular aspect of the frame abutting the membranous septum), bulky calcification in the rcc, and apparent corresponding ECG changes suggestive of lbbb. No evidence of an acute type a dissection or acute pericardial effusion noted the images provided that may have contributed to the pea event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), the patient passed away 9 day post tavr procedure. The patient was said to be doing well post procedure. She had an asystolic event 3 to 4 days post procedure, and had a permanent pacemaker (ppm) placed. After the ppm placement, the patient was doing well, with no other events reported. Per follow up, nine days post procedure the patient rapidly decompensated. She was found to be in a sr and converted into a-paced, hypotensive, and drips were initiated. Thirty minutes later, the patient was in pea; CPR was administered and the physician was called. Another 30 minutes later the code ended. The physician questioned whether she had a small dissection after tavr deployment that may have caused her sudden decline on pod 9. The family declined an autopsy.